Event description:
It was reported that the pump battery could not be charged. Additionally, the usb port of the pump appeared to be loose which caused the customer to experience difficulty charging. Customer¿s blood glucose value was 210 mg/dl. The customer reverted to an alternate method of insulin therapy.